Event description:
It was reported that the patient felt the implantable pulse generator system was not reducing her pain. The patient was reprogrammed multiple times, however her complaint was not resolved. In addition, the patient did not like the feeling of the stimulation. There was no adverse event or device deficiency associated with the event. The patient underwent an explant of the entire system. Patient was stable post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-linear leads, upn m365sc2317500, model sc-2317-50, serial (B)(6), batch 5067821. Product family scs-linear leads, upn m365sc2317500, model sc-2317-50, serial (B)(6), batch 5168470. The returned ipg and leads were analyzed: sc-1160, serial (B)(6). Laboratory analysis of the returned implantable pulse generator did not reveal any anomalies. The ipg passed the functional tests and revealed normal device characteristics. Sc-2317-50, serial (B)(6). Laboratory analysis of the returned lead did not reveal any anomalies. Visual and x-ray inspections and continuity tests found no anomalies. Sc-2317-50, serial (B)(6). Laboratory analysis of the returned lead revealed that all cables were fractured at the clik site, about 23 centimeters from the distal end. When excessive mechanical-tensile force was exerted onto the lead, the lead became kinked after it exiting the clik anchor resulting in the cable fractures.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5067821. Product family scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5168470.

Event description:
It was reported that the patient felt the implantable pulse generator system was not reducing her pain. The patient was reprogrammed multiple times, however her complaint was not resolved. In addition, the patient did not like the feeling of the stimulation. There was no adverse event or device deficiency associated with the event. The patient underwent an explant of the entire system. Patient was stable post-operatively.